Manufacturer narrative:
Section d4,h4: additional information. Manufacturer's investigation conclusion: the evaluation of the returned driveline segment identified an external driveline issue that could have contributed to the reported pump stops, low speed events, and driveline fault alarms, which were confirmed through the evaluation of the submitted log files. The submitted system controller log files captured several pump stops and low speed events from (B)(6) 2019 through (B)(6) 2019. These events only occurred while the system controller was connected to a power module, and power elevations up to 10.8 w were observed during some of the low speed events. Low flow hazard alarms were also observed during some of these events, corresponding with the low speed hazard alarms. No further pump stops or low speed events were observed throughout the remainder of the data. Of note, it was reported on (B)(6) 2019 that the patient was provided an ungrounded patient cable and had no further pump stops or low speed events. In addition, intermittent driveline faults and associated yellow wrench advisories were observed on (B)(6) 2019 and (B)(6) 2019 through (B)(6) 2019. No further issues were observed in the submitted data following the repair on (B)(6) 2019. A distal end driveline repair was performed on (B)(6) 2019 and the replaced portion was returned in a segment measuring approximately 18¿. The outer silicone jacket was severed approximately 12.5¿ from the metal connector, and the remainder of the outer layers of the driveline were severed approximately 15¿ from the metal connector. Initial electrical continuity testing revealed an open circuit in the red wire, and a short to shield was able to be induced in the red wire upon manipulation of the driveline adjacent to the metal connector. Upon removal of the outer silicone jacket, metal braided shield breakdown was observed through the bionate adjacent to the metal connector and approximately 2.5¿ from the metal connector. Minor breakdown was also observed approximately 6¿ from the metal connector. Further inspection through the metal braided shield breakdown revealed a complete fracture in the red wire adjacent to the nipple of the metal connector, exposing the inner conductors. This damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the fractured red wire caused an open circuit condition, it would have been detected by the pocket controller when comparing wire currents, which could have resulted in the driveline faults and associated yellow wrench advisories observed in the submitted log files. In addition, if the exposed inner conductors of the red wire made contact with the metal braided shield while the system controller was connected to a tethered power source such as the power module, the resulting electrical short to ground could have resulted in the pump stops and low speed events observed in the submitted log files. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: correction - there was no pump stop observed on (B)(6) 2019. One transient pump stop was observed on (B)(6) 2019 at 12:40:10 pm, which appears consistent with the reported driveline repair on that day. No issues were observed following the driveline repair. Section d10: correction. The driveline segment was received on (B)(6) 2019. Section g3: correction. Section h3: correction.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported in the patient's history they had low voltage advisories and low flow alarms. The patient claimed these alarms happened while on batteries. The battery clips were dirty and they were replaced. There were no kinks found in the driveline and the patient was connected to an ungrounded cable with no alarms. Once the patient was connected to the tethered cable on the white lead and battery on the black lead there were alarms again. Log file analysis revealed pump stops and speed drops on (B)(6) 2019. These all occurred while connected to the power module. There were no speed drops while on batter power. These events were suspect of a perc lead short to shield. It was reported that after analysis of log file the patient had additional driveline fault alarms that appear to be caused as a result of phase c degrading. Driveline faults can occur post power cable disconnects but there did not appear to be any correlation with the power cable disconnects. There were no motor stops seen as the patient is on a no-ground patient cable. The patient is now scheduled for a percutaneous lead repair on (B)(6) 2019. The entire external portion of the driveline was replaced with no issues. The patient was placed on a grounded patient cable after the repair and the alarms did not return. The patient was monitored overnight for anymore alarms and there were none. The log file analysis showed a pump stop on (B)(6) 2019.